Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was in the operating room and had issues disconnecting the old lead in the new ins. The caller stated they took out the old lead because it was defective and upon trying to remove the old lead from the new ins part of the electrode got left in the new ins. The caller was asking if they can get rid of the electrode in the new ins since there was a tiny piece stuck in there. Technical services couldn¿t collect patient information so it was unknown if the patient was recently implanted and that¿s why the caller was referring to a new ins or if the ins had just been replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and it was reported that the prior lead and ins was removed and a new lead and ins were successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient received the appropriate devices and finished with a successful case.